Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. [(B)(4)].

Event description:
Per literature review: the article entitled, an update on the use of an arterial closure device following femoral arterial puncture in children. Pediatric radiology (2019) 49:1217-1221. A (B)(6)-year-old patient with a vessel size of 7x6 mm was treated and two days after the procedure, an occlusive dissection of the common femoral artery with worsening claudication symptoms. Initial ultrasound (us) examination revealed thrombosis of the common femoral artery. The occlusive dissection was subsequently discovered intraoperatively and was repaired with thromboendarterectomy and patch angioplasty.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.